Manufacturer narrative:
No product returned. Because no product will be returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported experiencing issues over the past year with tubing when administering tpn, hal, and lipids. The sets are occluding, disconnecting, and/or leaking from the filter. These issues have increased in the past month. There was no patient harm.